Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump turned off and on 2 times and received battery failed alarm. Customer stated that the insulin pump received pump error alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer was assisted with troubleshooting and issue was resolved after inserting new battery. Customer stated that they were able clear pump error alarm. Customer stated that they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged failed battery alarm, the hrm task did not grant motor power in reasonable time rewind anomaly, and blank display found on (B)(6) 2022. The device passed the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Device failed prime/seating test due to moisture found on motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. No blank display, alarms, or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The device downloaded history confirmed the device alarmed failed battery alarm on 30-mar-2022 at 23:03:22.000. In further full review found the hrm task did not grant motor power in reasonable time in the device history on 30-mar-2022 at 23:03:04.000. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: cracked battery tube threads, end cap address label fading, keypad overlay texture damage, and pillowing keypad overlay. Failed battery alarm was not confirmed. Blank display was not observed during analysis, blank display not confirmed. Customer alleged for the hrm task did not grant motor power in reasonable time alarm was confirmed due to moisture damage found on motor. Prime/fill anomaly confirmed due to moisture found on motor and force sensor. No rewind anomaly noted during testing, rewind anomaly not confirmed. Moisture found on electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.